Event description:
The patient felt no stimulation. The device was not working. It was unknown what that exactly meant. Additional information has been requested.

Manufacturer narrative:
Lead, model: 3889-28, lot# v931559, implanted: (B)(6) 2012; programmer: model 3037, serial# (B)(4). (B)(4).